Manufacturer narrative:
The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A physician reported a patient presented with blurry vision in the right eye over the past two years. The patient had laser treatment ten years ago. The patient declined rubbing the eye but has had a motorcycle accident. The patient was noted to have irregular topography and was referred to a corneal specialist. Additional information requested.